Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed using the same wired footswitch, as cine and fluoro functionalities remained available. A philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was intermittently malfunctioning. Upon troubleshooting, the fse found that the micro switches were dirty, causing the foot switch to fail intermittently when pressed. To resolve this issue, fse replaced wired footswitch. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the wired footswitch was not working intermittently. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.